Event description:
Elderly male with history of chronic kidney stage IV, diabetes and hypertension. While have a coronary artery bypass graft x 5, the metal tip was exposed on the grasp part of the device.